Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and identified the system was not starting. Upon troubleshooting, the fse found that the system software (version: r2.2.3) got crashed and the system started booting up continuously. The fse re-installed the system software version r2.2.3 as a temporary solution for the issue. Philips has initiated a field safety corrective action (2023-igt-bst-005), which is implemented on this system. The system was later upgraded to system software to r2.2.7, where the software bug has been resolved, and the system has been returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion system was not starting. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and reinstalled the suite pc which resolved the issue. The device was returned to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.